Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Per mw5161273 it was reported, the patient turned their scs system off due to it malfunctioning, causing the patient paralysis and the inability to breathe. As a result, the scs system was explanted in (B)(6) 2024 to address the issue. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.